Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire that was damaged occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.